Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the lead dislodgement was suspected. There was unstable thresholds and undersensing on the lead. The lead was revised and remains in use. It was also reported there was pacing problem on the device. There was complete non-capture observed pre-lead disconnection/revision. The device was explanted and replaced. No patient complications have been reported as a result of this event.